Event description:
Boston scientific became aware of an event involving a 10mm x 10mm and 15mm x 10mm axios stents and electrocautery enhanced delivery systems through the article "electrocautery-enhanced lumen-apposing metal stents in the management of symptomatic pancreatic fluid collections" by dr. Jose nieto, et al. Both sizes were used during the study and were implanted in 30 patients to treat a symptomatic pancreatic pseudocyst > 6cm in size and walled-off necrosis > 6cm in size with 70% fluid content during stenting procedures performed from (B)(6) 2014 to (B)(6) 2015. The study discussed the safety and efficacy of the final iteration of the technology of an electrocautery-enhanced lumen apposing metal stent (elams) and compared the procedure to a non-cautery lumen-apposing metal stent (lams). According to the literature, 2 events of delivery system being difficult to remove occurred. In both cases, the delivery system and eus scope were able to be removed simultaneously. There were no patient complications as a result of this event. On an unknown date, post stent placement, 2 stents had migrated. Of the 2 patients, 1 patient had stent migration due to an ongoing pancreatic duct leak despite pancreatic fluid collection resolution. The stent remained implanted for 97 days post placement procedure but was not able to be found at 137 days post placement procedure. The patient was asymptomatic and abdominal computed tomography (CT) confirmed that the stent was spontaneously passed. The other patient encountered a spontaneous stent migration. Furthermore, there were no signs of bleeding or bowel obstruction. Note: it was reported that the axios stent was placed for over 97 days. Per the instructions for use (IFU), "the stent is intended for implantation up to 60 days and should be removed upon confirmation of pseudocyst or walled-off necrosis resolution." The stent is not indicated to be implanted for more than 97 days. It is unknown whether the 10mm x 10mm or the 15mm x 10mm axios stent and electrocautery enhanced delivery system encountered the reported events. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Event date approximated based on the date the first procedures were performed. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Literature source: nieto, j., mekaroonkamol, p., shah, r., khashab, m., loren, d., waxman, I., edmundowicz, s., willingham, f. Electrocautery-enhanced lumen-apposing metal stents in the management of symptomatic pancreatic fluid collections. Results from the multicenter prospective pivotal trial. J clin gastroenterol 2023;57:218-226. Doi: 10.1097/mcg.0000000000001545. Adverse event problem: imdrf device code a010402 captures the reportable event of stent migration. Imdrf device code a150207 captures the reportable event of delivery system difficult to remove.